Event description:
It was reported by service report that the scale is inaccurate. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Load cell. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.